Manufacturer narrative:
Concomitant medical products.: c310c29 tissue valve, implanted: (B)(6) 2016; 310c27 tissue valve, implanted: (B)(6) 2016.

Event description:
It was reported that the device was "not working correctly." Follow up was not successful in obtaining any additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.